Manufacturer narrative:
Our field service engineer went to the hospital to perform service/investigation on the ventilator. It was found that the ventilator was in use and the user facility did not release it for service/investigation. No parts have been reported as replaced or returned and no device logs are available. No further issues have been reported on this ventilator. With this limited information, the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(6), that servicing practices at getinge (B)(6) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner.  Getinge (B)(6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator had low inspiratory volume. There was no patient harm. Manufacturer's reference #: (B)(4).